Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaked during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8107015. Our records show the reported lot was manufactured in may of 2018, and this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier, and notified the appropriate personnel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaked during use.